Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the sac growth in the right common iliac and secondary endovascular procedure event is confirmed. This event is user related due to the multiple off-label conditions: absence of an aortic aneurysm, iliac anatomy (right) and concomitant use with products outside the IFU the procedure related harms identified was type ii from the right internal iliac artery. The final patient status was reported being stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: h6: result remove code 3233. H6: conclusion remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated device, one (1) afx infrarenal, two (2) afx limb stent grafts, and one (1) ovation ix proximal extender; this initial procedure is off-label due to noncompatible use of ovation with afx devices. Approximately two (years) post initial procedure, the patient presented at routine follow-up with progressed ectasia in the right common iliac beyond the limb device. The physician elected to treat the patient by implanting an additional afx limb stent graft and one (1) ovation ix iliac limb on (B)(6) 2020. As of date, there have been no additional patient sequelae reported.